Event description:
It is reported that the device was implanted in 2005. Approx 2 months post-op the pt's femur fractured. The device remains implanted.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: probable cause is unknown. Evaluation codes: device and x-rays were not returned for review. No catalog number or lot number was provided; therefore, manufacturing records could not be reviewed.